Event description:
The ge oec 9800 fluoroscopy system began making popping or snapping noises from the tube, and the system eventually stopped producing an image and the technique drove to maximum. The system was inoperable and was removed for service.

Manufacturer narrative:
A ge oec service rep investigated the issue and confirmed arcing of the x-ray tube that was removed and replaced. The snubber pcb was also found with the fuse open and was replaced. Additionally, the hard drive was replaced and software re-loaded to assure proper system operation. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.